Event description:
It was reported that the cardiovascular intensive care unit (cvicu) rn called the clinical support specialist to troubleshoot abnormal arterial pressure (ap) on the central lumen a-line. The patient (pt) was stable on the pump; hr 80-90 bpm, normal sinus rhythm, in autopilot mode, pattern trigger, pumping 1:1. The problem started immediately on insertion and several cath lab mds and rns have attempted to correct the problem with no change. The mds suggested that the rn call the hotline. The pressures are sys 86, dia 80, aug 98 and map 80. The timing is good and the waveform indicates that the goals of therapy are being met; no alarms have been noted on the pump. The systolic pressure correlates to the radial a-line, but none of the others. The pressures do not correlate to the waveform on the pump. The css walked the rn thru zero, reset calibration, changed transducer and cable. The css also had the rn power down pump for several seconds, disconnect the transducer cable, power back on and reconnect all with no change. The css phoned the field service rep (fsr) and he stated that the calibration could be off on the pump, which could be recalibrated by biomed (although not while on the pt). If they had another pump, biomed could call the fsr and the fsr would walk them through the process. The css ended the call with the fsr and phoned the charge nurse (cn) back and explained the situation to her. The css assured the rn that this did not effect pumping of the pt, only the accuracy of the pressures. The css also discussed using the radial a-line pressures on the monitor for treating the pt and manually assessing the pressures from the printed strip on the pump. The css explained that if they had another pump, it could be switched over. The call ended. There was no reported pt death or injury. There were no reported pt complications. The pt outcome is stable. Reference MDR #1219856-2011-00132 for the second event involving the same pt.

Manufacturer narrative:
(B)(4).